Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug with an unknown concentration and unknown daily dose via an implantable pump for an unknown indication for use. It was reported that there was increased pump flow. It was reported that the patient developed side effects and noted that they were "not "'précsed" during phone call". It was reported that the refill interval for the pump is every 6 weeks and that the refill interval has been every 3 weeks since march. It was reported that the patient has a myptm (personal therapy manager) and that there were no changes in the daily dose and pa (patient activations) according to the hcp. It was unknown if there was any environmental/external/patient factors that may have led or contributed to the issue. There was no reported diagnostics/troubleshooting performed. It was unknown if there were any interventions/actions that were taken to resolve the issue. It was unknown if the issue was resolved at the time of the report. The patient status at the time of the report was alive-no injury. No further complications were reported and/or anticipated. Additional information was received. It was reported that the medication in the pump was fentanyl - bupivacaine 4.5 mg/ml at 0.7504 mg/day. It was reported that refills occurred on (B)(6) 2017 and (B)(6) 2018. Pump logs were provided and reviewed and no anomalies were noted. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that no surgical intervention occurred and that no additional surgeries were performed or planned. It was reported that it was unknown if there were any volume discrepancies. It was reported that according to the hcp that there were no issues noted with the refills. It was reported that there was no issue with the catheter that could have contributed to the event. It was reported that the patient is fine. No further complications were reported and/or anticipated.